Event description:
It was reported that patient underwent a the first stage of a two stage revision procedure utilizing a disk drill and a reverse curette. During the procedure, the devices fractured while being used and fell in the patient. The fractured pieces were thought to have been removed through suction. It was additionally reported that the hospital experienced a power failure which caused the surgical lights to be intermittent during the procedure. The date of the procedure is unknown and no further information has been provided to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "the patient is to be warned that ultra drive tool tips can break or otherwise fail during surgery, and that fragments of broken tool tips can remain at the surgical site after surgery." Evaluation of the returned device found shiny and dull wrench marks and a dull section on the screw flat. Shiny shaft and tip gouges are seen on the distal surfaces. It is unknown when these gouges occurred, possibly during tip removal with a tool. A charred tip section is also present. The charred tip areas suggest inadequate tip irrigation that would dissipate the heat needed to create the charring. High tip heat could have contributed to instrument failures. The dull scratches next to shiny scratches suggest the scratches occurred at different times, indicating the disposable tip may have been re-used. Date of event - unknown. This report filed (B)(4) 2011.